Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that this was a procedure performed to treat a target lesion in the right coronary artery (rca). The 3.0 x 12 mm trek dilatation catheter was advanced. Resistance was noted, and the device was unable to exit the guide catheter due to an unspecified stent delivery system that was in place. The trek was removed without difficulty and was set aside. The procedure then continued with treatment to the 1st diagonal artery. The same 3.0 x 12 mm trek dilatation catheter was advanced without issue and inflated without issue. The balloon was then deflated; however, it seemed that the balloon did not fully deflate and appeared to have some contrast remaining in the balloon. The trek was able to be removed from the anatomy without difficulty. However, upon removal, the balloon appeared abnormal. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported abnormal balloon appearance was confirmed; however, the reported deflation issue was not confirmed. The reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty advancing the device and abnormal balloon appearance appear to be related to circumstances of the procedure; however, a conclusive cause for the reported deflation issue could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.